Event description:
The patient reportedly experienced sound quality issues and intermittencies, followed by a loss of lock between his external equipment and implanted device. External equipment was exchanged. However, the problems were not resolved. Surgery to explant the pt's device was scheduled.